Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify rewind anomaly due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose value was unknown. It was stated that after pushing the buttons the numbers jump around. It was stated that it was hard to rewind the insulin pump. The troubleshooting was performed. The customer was advised to observe time clock for one minute to verify if time advances and found that the time advances. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.